Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. It was also reported that the patient had difficulty connecting the ipg to the charger. The patient underwent a revision procedure wherein the ipg pocket site was relocated.